Event description:
It was reported that while using the bd vacutainer® one use holder that the that the connection between the winged blood collection device and the collection tube disengaged. This resulted in the nurse being pricked. Nurse was treated, there was no other patient impact reported.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.